Manufacturer narrative:
Weight and ethnicity: unknown; requested but not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this po number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Multiple attempts have been made to obtain additional information regarding the event; however, to date, no additional information is available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was fully inserted in the patient's left eye and removed and replaced in the same procedure due to the haptic tore off the lens in the cartridge. An incision enlargement was performed. The outcome does not significantly interfere with activities of daily life. Another johnson and johnson iol of different model (ar40e) and different diopter (19.0 d) was implanted as the replacement lens. No further information is available.